Event description:
Pt is currently enrolled in the mentor cohesive gel implant study. Pt was experiencing some health problems -multiple thyroid nodules developed- so dr had platinum levels tested. The results were 183/kg of platinum wherein the average urban american has less than 20/kg of platinum. Pt was implanted in 2003 and the platinum testing was done a year later. Pt has provided plastic surgeon and mentor with a copy of results of the platinum testing as well as a report of thyroid scan finding multiple nodules. Pt is concerned that this info is not being reported to the FDA as a possible complication from the cohesive gel implants.